Event description:
It was reported that changing cassette and no disposable alarm. This was tried on both pumps. The cassette was wasted. A new cassette was placed on the pump and ran without issues. The patient denied symptoms. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number, UDI number, and lot number) is unknown, no information provided to date.